Event description:
It was reported that the right ventricular (rv) lead was oversensing and had low pacing impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) - the full lead was returned and analyzed. Analysis revealed that the inner insulation was ruptured. The outer insulation had multi-lumen tubing voids. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3889 interstim urinary mgu lead (B)(6) 2012; 3058 interstim urinary mgu ipg (B)(6) 2012. (B)(4).